Event description:
During implant of this device, the field clinical engineer lost communications during a chronolog inquire. The device was enabled prior to the loss of communications. After the engineer was able to re-establish communications, the device was found to be disabled.